Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection revealed no anomalies, such as a break. Saline solution was flowed through the actual sample by gravity. The actual sample was found to have been clogged. The actual sample was rinsed. Another visual inspection focusing on the state of the fiber, did not find any anomaly, such as a broken or kinked fiber, which would have related to the clogging. The actual sample was built into a circuit with tubes, where bovine blood (37 oc, hct25%) was sent with the use of a roller pump. It was confirmed that an adequate blood flow rate was achieved. The ultrafiltration performance was determined and it was confirmed to meet the specifications. The pressure loss was determined while bovine blood was circulated in the circuit at the flow rate of 500ml/min. And tmp400mmhg. The obtained value was confirmed to meet the specifications. No anomaly or no obstruction was confirmed. A review of the device history record from the reported product code/lot number combination was conducted with no findings. IFU states: adequate heparinization of the blood is required in order to prevent it from clotting in the system. The capiox hemoconcentrator is designed to operate at flow rate within the range of 100 to 500ml/min during ultrafiltration. Do not use blood flow rates outside this range. Less than 100ml/min blood flow may cause blood coagulation in the device. Do not exceed 50% hematocrit at the blood outlet during ultrafiltration. Do not stop blood flow during extracorporeal circulation as it may cause clotting in the system. A blood flow of least 50ml/min is recommended even if ultrafiltration is stopped by clamping the filtrate line. Bubbles in the system may cause clotting and blood damage. There is no evidence that this event was related to a device defect or malfunction. The investigation revealed that the actual device, after having been rinsed, was of the normal product with the ultrafiltration performance and the pressure loss meeting the specifications. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. This report is for the second device used, for the first device used on the same patient, see MDR 9681834-2018-00159.

Event description:
The user facility reported the capiox hemoconcentrator filter would not produce any filtrate despite columns being full of blood. The patient lost about 150 ml of blood, however, they did not require a transfusion. Firstly, the tubing set with lot 170131 (ppr-18-0806) was used. When this was faulty, it was replaced with a second tubing set from lot 170128 (ppr-18-0807). Procedure was a double lung transplant. There was no delay to the procedure. The device was replaced. The patient was treated as intended, and recovered from the serious injury.